Manufacturer narrative:
(B)(4). Fisher & paykel healthcare has recently received further details regarding this complaint and our investigation is currently in progress. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that an iw934 infant warmer base is cracked. The hospital also reported that there is a scuff mark on one of the base legs.